Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On the same day, it was reported that the patient had been receiving low cgm values from approximately 8:59 pm - 9:28 pm. The patient self-treated with juice. The patient was also experiencing shakiness and chest pain. The patient called emergency medical services (ems) for evaluation. At 9:15 pm, when ems arrived, the patient¿s bg meter reading was 191 mg/dl while the cgm was reading 58 mg/dl. The patient was transported to the emergency room (ER). At the ER, the patient¿s bg meter reading was 212 mg/dl while the cgm was reading 77 mg/dl. The patient was still in the ER at the time of report and felt ¿fatigued¿. The patient stated she was awaiting a cardiac evaluation. The patient was also unable to put on a new sensor as this was her last one. Attempts to reach the patient for follow-up event details were unsuccessful. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.